Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an active cord was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the active cord would not connect well to the snare and the red connector would detach continually. They would push the piece back in and try to continue the procedure. The piece that connects to the snare continued to detach; therefore, the procedure was completed with another active cord. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an active cord was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the active cord would not connect well to the snare and the red connector would detach continually. They would push the piece back in and try to continue the procedure. The piece that connects to the snare continued to detach; therefore, the procedure was completed with another active cord. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device manufactured date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the red connector with the metal adaptor (banana jack) was detached/ separated from the cord. Additionally, the internal wire that holds the cord to the banana jack was broken at the distal end of the active cord. The complaint was confirmed. This failure likely occurred due to repeated handling/usage, which likely weakened the core wire inside the cord and ultimately caused the banana jack to detach; therefore the most probable root cause is wear and tear.